Event description:
The customer reports the event as: patient who has indicated the passage of a PICC catheter, the ICU staff goes up to pass it, when the guide retracts it comes out frayed, thin , leaving much of this guide inside the vein of the patient, which is why the patient must be rushed to hemodynamic venography. Left upper limb in the first puncture resistance is felt and the guide is removed and it comes out twisted. The boss proceeds and cuts the guide the piece that was twisted 1 and a half centimeter with a scalpel blade. The boss indicates that did not enter the guide for that cut point. At this time, the second puncture is started , and the guide is turned over and entered through the part opposite the cut. And new mind feels resistance. When the guide is removed the guide comes out frayed and was hard to remove at that time the doctor is called. The small guide is used. The patient underwent venography and there is no information on how many cm were removed from the patient. The patient condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Additional information received from the sales rep: "during insertion into the vein they only used one swg, but after withdrawn it was noticed that the swg was twisted. The nurse decided to cut and made the insertion on the other side of the guide. The swg was removed completely and there was no harmed reported. Patient is fine and was released". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the event as: patient who has indicated the passage of a PICC catheter, the ICU staff goes up to pass it, when the guide retracts it comes out frayed, thin , leaving much of this guide inside the vein of the patient, which is why the patient must be rushed to hemodynamic venography. Left upper limb in the first puncture resistance is felt and the guide is removed and it comes out twisted. The boss proceeds and cuts the guide the piece that was twisted 1 and a half centimeter with a scalpel blade. The boss indicates that did not enter the guide for that cut point. At this time, the second puncture is started , and the guide is turned over and entered through the part opposite the cut. And new mind feels resistance. When the guide is removed the guide comes out frayed and was hard to remove at that time the doctor is called. The small guide is used. The patient underwent venography and there is no information on how many cm were removed from the patient. The patient condition is reported as fine.